Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in shock impedance that had been hovering around 110 ohms, and had just triggered out of range greater than 125 ohms. The plan was to continue to monitor. The lead remains in-service. No adverse patient effects were reported.